Manufacturer narrative:
(B)(4) (B)(6). Report source: literature. Borgwardt, arne, et al. ¿a randomized seven-year study on performance of the stemmed metal m2a-magnum and ceramic c2a-taper, and the resurfacing recap hip implants.¿ the journal of arthroplasty, 2017, doi:10.1016/j.arth.2017.11.061. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had a closed reduction to address hip dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
The patient reported that the implant subluxated, no reposition was needed.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. The following sections were updated. Reported event was unable to be confirmed due to limited information received from customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.